Event description:
When drilling the pelvic bone for screw placement the first drill bit broke off in the patient. Second drill bit utilized with more care to prevent torque but it broke in the same area as the first one. The broken tip was retrieved from the hip joint after removing the reducton clamps and displacing fracture. Surgery was extended over 30 mins.